Event description:
It was reported the spring wire guide was bent and the device couldn't be used. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. The first photo revealed one major kink in the guide wire; the guard was not visible in the photo. The second photo displayed the product lidstock. The customer also returned one opened sac set with a straight guide wire and a single-lumen arterial catheter for analysis. Visual analysis revealed that the guide wire contained two distinct kinks. The outside packaging of the sac was also noted to have multiple folds and creases in it. Microscopic examination revealed both welds were intact. The damage observed is consistent with defects related to shipping and handling of sac sets. No other defects or anomalies were observed. The kinks in the guide wire measured 85mm and 215mm from the distal tip. The guide wire length measured 348 mm, which is within the specification limits of 345-355 mm per the guide wire product drawing. The guide wire outer diameter measured 0.511 mm, which is within the specification limits of 0.508-0.533 mm per the guide wire product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through int roducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)" the guide wire was passed through a lab inventory 20 ga introducer needle. The guide wire was able to pass completely through with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample and the customer photos. The returned guide wire contained one distinct kink and a couple minor bends. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a swg kinked in package was able to be confirmed by the first photo. The photo revealed a kinked guide wire in a sac kit. The kit had been opened and the swg guard was removed. The second photo revealed the product lidstock. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The customer report of kinked swg in package was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was bent and the device couldn't be used. No patient involvement reported.

Event description:
It was reported the spring wire guide was bent and the device couldn't be used. No patient involvement reported.

Manufacturer narrative:
(B)(4).